Event description:
On (B) (6) 2009 the patient reported that an e4 (occlusion) error was displayed on his infusion device while attempting to bolus 2.5 units of insulin. He stated that he disconnected from his infusion site and bolused without error. He reconnected to the infusion site and attempted to bolus and e4 was displayed. He stated that when reconnecting to the infusion site the "connector didn't click right." He described the connection as having 2 "female" holes and the connector will not "marry" properly. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.